Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed in the proper aortic position. Echocardiogram showed a mild-moderate leak and a post-implant balloon aortic valvuloplasty (bav) was performed. During the bav, pacing capture was lost and the valve dislodged into the sinotubular junction (stj). Another transcatheter bioprosthetic valve, was then implanted in the proper aortic position. No adverse patient effects were reported.